Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead was explanted and replaced due to dislodgement.

Event description:
New information notes that the patient was fine after the procedure.